Event description:
Our company received information that this pacemaker exhibited p wave undersensing and r wave (farfield) oversensing on this ssir device with an atrial lead placed. The patient had experienced a syncopal episode in the past, although it was unknown if this episode was related to the device. The pacing threshold and lead impedance measurements were stable; however, the p wave measurement was displayed as nr for both the commanded and daily measurements since the syncopal episode. The atrial sensitivity was programmed to a less sensitive setting. In addition, a technical service consultant recommended completing non-invasive diagnostic testing and obtaining a chest x-ray to identify if the lead had moved, as the lead may need to be revised. Our company received additional information over six years later that the device was explanted for normal battery depletion.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of pacing, sensing, and memory recording functions. The clinical observations could not be confirmed during analysis testing.